Event description:
It was reported that during a laparascopic cholecystectomy, the surgeon experienced difficulties in closing the jaws. They did not close in line with each other and parallel. The surgeon had to complete the case by using a new device. There were no adverse patient consequences.